Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the basal delivery. Customer's blood glucose level was impacted.

Manufacturer narrative:
The device eval reported has been completed and the customer complaint was confirmed.